Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident however it was noted that the jaws were yielded. No incident related to the reported event could be found during functional analysis.

Event description:
The devcie was used during an unknown procedure, when squeezed and trying to close, the device would not close properly. The clip would not deploy . No patient consequence.